Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime (loss of prime) issue. The reporter stated that the patient had a blood glucose (bg) in the 330¿s mg/dl with moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that loss of prime occurred once and they changed the site, tubing and cartridge with no further loss of primes occurring. This report is being made due to the bg excursion the patient experienced due to training misuse (loss of prime occurring once).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (loss of prime occurring once).